Event description:
It was reported that the patients stimulator died. The patient underwent an ipg replacement procedure. The explanted device was retained as per hospital facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulator died. The patient underwent an ipg replacement procedure. The explanted device was retained as per hospital facility. Additional information was received that the patient was doing well postoperatively.